Manufacturer narrative:
Device is combination product. Patient identifier: (B)(6). It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID# 2134265-2013-01636. (B)(4). It was reported that post a percutaneous coronary intervention procedure, the patient experienced a myocardial infarction. The patient presented with significant chest symptoms and abnormal stress in the anterior distribution and was referred for cardiac catheterization. The 70% stenosed and 7mm long de-novo first target lesion located in the mid left anterior descending artery with a reference vessel diameter of 3mm was treated with direct stent placement of a 3.0x12mm ion stent, resulting in 0% residual stenosis. The 70% stenosed and 10mm long de-novo second target lesion was located in the proximal left anterior descending artery with a reference vessel diameter of 3mm. The target lesion was treated with direct stent placement of a 3.0x8mm ion stent, resulting in 0% residual stenosis following post dilation. The following day the patient was discharged on aspirin and prasugrel. In (B)(6) 2012, the patient presented with chest discomfort and was noted to have elevated cardiac enzymes. Electrocardiogram revealed st elevation in the anterior leads and q wave mi. The 100% restenosis/ thrombosis noted of previously placed study stents in mid left anterior descending artery and proximal left anterior descending artery were treated with balloon angioplasty resulting in 20% residual stenosis. Six days later, the event was considered resolved with residual effects and the patient discharged on the same day on aspirin and prasugrel.